Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had an irritation under the rear and front therapy electrode pads. During a follow up, the patient reported that her doctor recommended use of calamine lotion after showering. The patient reported still having the irritation. The final medical outcome of the irritation is unknown.